Event description:
It was reported that when the ge field engineer (fe) was in the process of replacing the twin resonator module, the ferrous hydraulic jack accidently was brought too close to the magnet. This resulted in the ferrous jack to be attracted to the magnet and traveling into the bore. The fe's left hand pinky finger was crushed when the jack was attracted to the magnet. Medical treatment was given.

Manufacturer narrative:
The field engineer did not securely bolt the ferrous object to the aluminum crate, as instructed in the twin resonator module replacement procedure. The field engineer has been retrained.